Event description:
The customer reportedly obtained a 476mg/dl and 109mg/dl on the accu-chek aviva system within a ten minute timeframe. No reported actions taken. No adverse event reported. New system sent to customer and return requested.